Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("I had migrated out of her fallopian tubes") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 835439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Current weight 280 lbs. Concurrent conditions included uterine bleeding and obesity. In 2011, the patient experienced bladder disorder ("bladder problems"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)") and urinary tract disorder ("urinary problems"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abnormal weight gain ("abnormal weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and dizziness ("dizziness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), infection ("infections"), abdominal pain ("abdominal pain"), back pain ("back pain"), anxiety ("emotional anguish"), vaginal discharge ("vaginal discharge"), endometriosis ("endometriosis stage ii") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), d&c and lysis of adhesions.), surgery (novasure endometrial ablation, dilation and curettage) and alternative therapy (d and c). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, infection, pelvic pain, bladder disorder, fatigue, alopecia, abdominal pain, back pain, abnormal weight gain, dyspareunia, vaginal haemorrhage, dysmenorrhoea, depression, weight increased and hypersensitivity had resolved, the migraine and female sexual dysfunction was resolving and the urinary tract disorder, headache, anxiety, vaginal discharge, endometriosis and dizziness outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion on unspecified date, patient had hysterosalpingogram performed . On unspecified date, patient had underwent an ultrasound that confirmed her essure coil had migrated out of her fallopian tubes. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary problems, dysmenorrhea (cramping), headaches, depression, emotional anguish, vaginal discharge, weight gain, endometriosis stage ii, dizziness, allergic reaction and infections. Concurrent condition, medical condition were updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("I had migrated out of her fallopian tubes") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 835439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Current weight 280 lbs. Concurrent conditions included uterine bleeding and obesity. On (B)(6) 2011 patient had essure inserted. In 2011, the patient experienced bladder disorder ("bladder problems"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)") and urinary tract disorder ("urinary problems"). In (B)(6) 2011, the patient experienced abnormal weight gain ("abnormal weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and dizziness ("dizziness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), infection ("infections"), abdominal pain ("abdominal pain"), back pain ("back pain"), anxiety ("emotional anguish"), vaginal discharge ("vaginal discharge"), endometriosis ("endometriosis stage ii") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), d&c and lysis of adhesions.), surgery (novasure endometrial ablation, dilation and curettage) and alternative therapy (d and c). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, infection, pelvic pain, bladder disorder, fatigue, alopecia, abdominal pain, back pain, abnormal weight gain, dyspareunia, vaginal haemorrhage, dysmenorrhoea, depression, weight increased and hypersensitivity had resolved, the migraine and female sexual dysfunction was resolving and the urinary tract disorder, headache, anxiety, vaginal discharge, endometriosis and dizziness outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion on unspecified date, patient had hysterosalpingogram performed . On unspecified date, patient had underwent an ultrasound that confirmed her essure coil had migrated out of her fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc (product technical complaint) incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('it had migrated out of her fallopian tubes'), genital haemorrhage ('abnormal bleeding') and myometritis ('chronic inflammation of myometrium') in a 26-year-old female patient who had essure (batch no. 835439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Current weight 280 lbs. Previously administered products included for pregnancy prevention: depo from (B)(6) 2011 to (B)(6) 2011 and depo from 2007 to 2009. Concurrent conditions included uterine bleeding and obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abnormal weight gain ("abnormal weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and dizziness ("dizziness"). On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)") and endometriosis ("endometriosis stage ii"), 4 years 9 months after insertion of essure. In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), myometritis (seriousness criteria medically significant and intervention required), infection ("infections"), abdominal pain ("abdominal pain"), back pain ("back pain"), anxiety ("emotional anguish"), vaginal discharge ("vaginal discharge") and hypersensitivity ("allergic reaction"). The patient was treated with d and c and surgery (novasure endometrial ablation, dilation and curettage, salpingectomy (bilateral removal of fallopian tubes), d&c and lysis of adhesions. And supracervical hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, infection, pelvic pain, bladder disorder, fatigue, alopecia, abdominal pain, back pain, abnormal weight gain, dyspareunia, vaginal haemorrhage, dysmenorrhoea, depression, weight increased and hypersensitivity had resolved, the myometritis, urinary tract disorder, headache, anxiety, vaginal discharge, endometriosis and dizziness outcome was unknown and the migraine and female sexual dysfunction was resolving. The reporter considered abdominal pain, abnormal weight gain, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, migraine, myometritis, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure removal dates: (B)(6) 2016, (B)(6) 2019(mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. On unspecified date, patient had hysterosalpingogram performed . On unspecified date, patient had underwent an ultrasound that confirmed her essure coil had migrated out of her fallopian tubes. Lot number: 835439 manufacturing date: 2011-02 expiration date: 2014-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-oct-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('it had migrated out of her fallopian tubes'), genital haemorrhage ('abnormal bleeding') and uterine inflammation ('chronic inflammation of myometrium') in a 26-year-old female patient who had essure (batch no. 835439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Current weight 280 lbs. Previously administered products included for pregnancy prevention: depo from (B)(6) 2011 and depo from 2007 to 2009. Concurrent conditions included uterine bleeding and obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abnormal weight gain ("abnormal weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and dizziness ("dizziness"). On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)") and endometriosis ("endometriosis stage ii"), 4 years 9 months after insertion of essure. In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), infection ("infections"), abdominal pain ("abdominal pain"), back pain ("back pain"), anxiety ("emotional anguish"), vaginal discharge ("vaginal discharge") and hypersensitivity ("allergic reaction"). The patient was treated with d and c and surgery (novasure endometrial ablation, dilation and curettage, salpingectomy (bilateral removal of fallopian tubes), d&c and lysis of adhesions. And supracervical hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, infection, pelvic pain, bladder disorder, fatigue, alopecia, abdominal pain, back pain, abnormal weight gain, dyspareunia, vaginal haemorrhage, dysmenorrhoea, depression, weight increased and hypersensitivity had resolved, the uterine inflammation, urinary tract disorder, headache, anxiety, vaginal discharge, endometriosis and dizziness outcome was unknown and the migraine and female sexual dysfunction was resolving. The reporter considered abdominal pain, abnormal weight gain, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine inflammation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure removal dates: (B)(6) 2016, (B)(6) 2019(mr) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. On unspecified date, patient had hysterosalpingogram performed . On unspecified date, patient had underwent an ultrasound that confirmed her essure coil had migrated out of her fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: mr received. Reporter's information added .removal details updated. Rcc added. Event:chronic inflammation of myometrium added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("I had migrated out of her fallopian tubes") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), bladder disorder ("bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), abdominal pain ("abdominal pain"), back pain ("back pain"), abnormal weight gain ("abnormal weight gain"), dyspareunia ("dyspareunia") and sexual dysfunction ("apareunia"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure devices.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, bladder disorder, fatigue, alopecia, migraine, abdominal pain, back pain, abnormal weight gain, dyspareunia and sexual dysfunction had resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, back pain, bladder disorder, device dislocation, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain and sexual dysfunction to be related to essure. Diagnostic results: on unspecified date, patient had hysterosalpingogram performed . On unspecified date, patient had underwent an ultrasound that confirmed her essure coil had migrated out of her fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.